Event description:
The consumer called into customer support to report, "...she was concerned about recent high blood glucose results..." Results retrieved from the consumer's meter, on (B)(6) 2015 at 12:18 pm was 139 mg/dl and on (B)(6) 2015 at 1:24 pm was 134 mg/dl. During the first call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Control solution was shipped to the consumer to perform a control solution test in a follow up call. A control solution test was performed while troubleshooting in the follow-up call with customer support showing the test strips to fall in range.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot #1020214204; expiration date: 7/2016; control solution lot #1030514339; range 82-127 mg/dl; nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.